Event description:
Caller reported that the insulin gauge displayed an amount different than expected several times over the past two weeks. The discrepancy showed approximately 120 units when the expected amount was around 175 units, with the difference exceeding 30 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer replaced the cartridge after waiting for the insulin level to decrease. Technical support advised the customer to call back for troubleshooting if the issue persists, and the customer was also provided with an email containing resources for cartridge loading.